Event description:
It was reported that at the start of a bph surgical procedure errors 710 and 302.6 were observed. The laser was unable to be used as the errors could not be cleared. The procedure was cancelled and rescheduled for (B)(6) 2017.

Manufacturer narrative:
Service in the field was performed on march 24, 2017. The replaced resonator s/n (B)(4)was received at the manufacturer on april 24, 2017. Product evaluation: the resonator evaluation and repair was performed by the manufacturer and the repair was completed on june 27, 2017. Evaluation of the resonator determined that the q-switch, lbo, photo detector cable assembly, and lcb were faulty and needed to be replaced. Probable root cause: based on fa report, the probable root cause was determined to be due to wear of q-switch, subsequent damage to components was due to overheating.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Service repair/ system analysis on march 24, 2017: the reported error "710, 833 and 302.6" were confirmed while the system displayed these errors at the end of the start up self test performed during service. The resonator and desiccant were replaced. The system was tested and verified to meet manufacturer's specifications. The replaced resonator s/n (B)(4) was received at the manufacturer on april 24, 2017.